Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient's programmer and recharger were showing an informational power on reset (por) error. The patient's therapy has reportedly stopped due to the por. Patient services reviewed the steps to clear the por, and the caller was able to clear the message. The patient's therapy was turned back on, and it was stated to be adequate. The patient changed their therapy from b to c. There were no symptoms reported. No further complications were reported or anticipated.